Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 21.8 mmol/l, 17.4 mmol/l, 31.1 mmol/l, 16.0 mmol/l, and 14.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).